Event description:
Customer reported that he experienced high blood glucose of 500 mg/dl; treated with manual injection. Customer requested assistance with programming the insulin pump she received the day prior to calling. Customer stated that she was programming her basal rates and received a check settings alarm. Customer was assisted with checking the settings; she stated the basal rates are correct but the bolus wizard settings unknown. She will contact the doctor get the information. Customer explained she was running high due to not being on insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.